Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air/water nozzle, the air/water tube, the distal end, and the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the foreign material identified in the air/water nozzle, the air/water tube, and the air/water cylinder. The foreign objects that came out of the distal end can be traced to clogging of the air/water nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.